Event description:
The user facility reported the sonic console was emitting smoke. An employee went to turn the unit's power off and inhaled the smoke; she went outside to relieve difficulty breathing and then returned to work. The user facility reports she is fine with no sustaining injuries.

Manufacturer narrative:
A steris service technician inspected the unit and found the electrical heating elements had overheated and caused the nearby wiring harness to melt. The technician will repair the unit upon receipt of inventory.the unit is under steris service contract; preventive maintenance was last completed on (B)(4) 2011 when the unit was found to be operating properly; no issues were noted.steris has determined this to be an isolated event.

Manufacturer narrative:
The technician replaced the heater and wiring harness, tested the unit and returned it to service. No further issues have been reported with the equipment.steris has determined this to be an isolated event.